Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the large needle driver (lnd) instrument was inspected prior to use with no issue. There was no external collision. The instrument movement did not scale with the surgeon¿s control. There was no shakiness or friction experienced. There was no patient injury. The procedure was delayed five minutes.

Manufacturer narrative:
Based on the claim against the product by the customer noting non-intuitive motion of the large needle driver (lnd) instrument, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large needle driver was analyzed, and the reported failure was neither replicated nor confirmed. Visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. There was no problem detected. The complaint regarding non-intuitive motion was not confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large needle driver (lnd) moved non-intuitively. A backup lnd instrument was used to continue with the procedure. The procedure was completed as planned with no reported injury. Intuitive surgical inc. (Isi) has made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.